Manufacturer narrative:
The mammotome revolve dual vacuum assisted biopsy system is intended to obtain tissue samples from the breast or axillary nodes for diagnostic analysis of breast abnormalities. The device has not been returned for evaluation, which prevents a full investigation and analysis of the root cause at this time. However, this failure mode has been identified in the risk management file for potential patient or user issue. The device is intended to be used by a trained professional who is familiar with the potential patient or user injury that could occur depending upon the environment and situation caused by this failure mode. Follow up medical intervention may be necessary if injury has occured. This failure mode has been evaluated by our medical advisor and based on potential for patient or user issue, it has been determined to be a reportable malfunction. Thus, pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
It was reported by the sales person that the probe does not physically present any defect, but when connecting it to the holster the probe produces a vacuum error and will not produce a vacuum. The vacuum error is presented randomly. Procedure was completed with device. Patient had a hematoma. Surgical stitches were applied.